Event description:
It was reported that the patient presented to the clinic and premature battery depletion was suspected. Since the patient is device dependent, the physician decided to explant and replace the device. The patient was stable.